Event description:
Distal tip of cath broke off at the subclavian venous junction. The distal portion of the cath tip is located in the right atrium. Patient was transported to cumberland memorial hospital where, under fluoroscopy, the cath tip was removed successfully. Personnel in radiology discarded the distal tip of the devicedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure, port. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.